Event description:
On 06/18/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-7000-14 ill broke during asbb surgery and the broken fragments remained in the patient. As much as possible was removed. The surgery was completed by using a product from another manufacturer. The bone quality of the patient was hard

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is user error in the device, which can be attributed to prying/leveraging, misalignment, and/or excessive force used during the drilling process.